Event description:
Litigation papers allege:patient was implanted with a depuy asr hip in (B)(6) of 2006. The cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, and inhibited patients ability to walk. It is unclear when this implant was revised.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip in (B)(6) 2006. The cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, and inhibited patients ability to walk. It is unclear when this implant was revised. Update: (B)(4) 2012 - plaintiff fact sheet received. Part and lot # identified. There is no new information that would change the outcome of the investigation. Complaint and mdrs updated. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form and medical records were received, which indicate that patient was revised to address femoral neck fracture and femoral loosening. Complaint has been reopened for further investigation.

Manufacturer narrative:
Update - (B)(4) 2012 - plaintiff's fact sheet received. Doi: (B)(6) 2006; dor: (B)(6) 2006. Part and lot # identified. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed on initial MDR applies to the corresponding product code sold domestically. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, date received by manufacturer. The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Corrected: implant date. Depuy still considers this investigation closed.